Event description:
It was reported to boston scientific corporation that a captivator snare was used in the stomach during a polypectomy procedure performed on (B)(6) 2025. It was reported that that the steel wire was fractured during use. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of loop broken.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on december 23, 2025.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the stomach during a polypectomy procedure performed on (B)(6) 2025. It was reported that the steel wire was fractured during use. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received: it was clarified that the main problem of the device the clear plastic sheath of the working channel was fractured.